Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges they experienced more episodes of distal embolization than in the past, the clinician had to remove the introducer several times, each time noticing a lot of thrombus in the introducer. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. However, one device from the same lot was returned by the account. The complaint could not be confirmed. During the evaluation no irregularities were observed on the unit returned. The returned unit was unopened and free of irregularities, and no systemic issue has been identified. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.